Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also there was difference between sensor glucose and blood glucose values. The customer treated hyperglycemia with insulin pump and emergency room visit. The customer also had diabetic ketoacidosis and vomiting which was treated by emergency room visit. The event involved product(s) mmt-7040c4. Troubleshooting was performed. The blood glucose value was 22 mmol/l, and the sensor glucose value was 12 mmol/l at the time of the event. The average sensor glucose and blood glucose difference was 75%. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose and blood glucose was not within range, was more than 30%. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours and auto mode feature was active at the time of event. No further patient complications were reported. No product return is required for mmt-7040c4.